Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the cartridge compartment was found to be cracked. There was no observed issue the cartridge cap. The cartridge cap was able to properly secure to the pump. Unrelated from the cartridge compartment damage, the display screen was found to be dim and discolored. Additionally the keypad was peeling and torn on the contrast button. The contrast and down buttons had an intermittent response. Contamination was found underneath all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the threads for both the battery cap and battery compartment were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.